Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified higher glucose sensor scan results compared to unspecified glucose obtained on the built-in precision device and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced a seizure and was unable to self-treat. The customer was given glucose and saline solution by both a non-healthcare professional and a healthcare professional. There was no report of death or permanent impairment associated with this event.